Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the button was sticking. Customer's blood glucose ranged from 200 mg/dl to 500 mg/dl. Customer was hospitalized for high blood glucose. Customer's blood glucose was 596 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to complete the functional testing due to the prime anomaly. The pump had intermittent button response during testing due to a flattened dome switch on the esc and act buttons. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.